Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on examination, the keypad was intact without damage. On testing all of the keypad buttons were unresponsive to user input. The keypad cover was removed for investigation and revealed a torn keypad flex (wire). Unrelated to the original complaint, the display screen was noted to be discolored and the battery compartment was cracked at the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.